Manufacturer narrative:
The defective product was not sent back to aspen for evaluation, nor were any of the lot in question returned for evaluation. Since no samples were turned, no testing could be done to determine if there were any issues with the blades. Aspen is unable to determine a root cause as the defective product was not returned, nor were any samples from the same lot returned.

Event description:
During a total knee procedure, the tip of the #15 bard parker blade broke when surgeon was dissecting on the patella. The tip broke off in the synovial membrane. X-rays were taken but blade was small enough the surgeon did not feel there would be any post-operative issues with pt.